Event description:
At the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The heart seal was removed without damaginig the anastomosis. No patient complications were reported by the hosp.